Event description:
Info received indicates the left siderail will not latch.

Manufacturer narrative:
The tech found the left siderail end tube was broken. He replaced the siderail end tube and rivets to repair the bed.